Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio metric identifier (bio ID) displayed an error message and user unable to login. A field service engineer (fse) disconnected the device in hardware test application (hta) mode and receded the biometric identifier both at the device and at the bridge. After a proper reboot, the biometric identifier became responsive, and the functionality was verified by the customer. The cabling was inspected, and a previously installed switch power kit was reviewed. The backup battery was replaced, and light emitting diode (leds) were functioning properly as part of preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier required maintenance. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.